Event description:
Customer reports that while draining an implanted pump, the catheter tip broke off at the tubing attachment of the syringe. The tip broke after draining while the needle was still inserted into the pt. The nurses made multiple attempts to disengage the tubing from the broken catheter tip but were unsuccessful. One nurse stabilized the needle with a clamp while another nurse was able to unscrew the tubing from the needle. This involved a lengthy period of manipulating the needle and pain to the pt. Finally the pump was able to be refilled without a second needle stick.